Manufacturer narrative:
The fighter was returned to the manufacturer for analysis. Analysis found that the fighter was returned attached to a clamp. The head of the attachment screw was slightly rounded out with tool marks all around the head of the screw. Despite the damage, the clamp was able to be removed. Otherwise, with markers was attached and fully seated, and the fighter returned a good geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. B5) for information regarding the first and second damaged instruments please refer to manufacturer report # 1723170-2018-04924 and #1723170-2018-04925. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 4 damaged instruments. It was unknown if they could be verified or not. There was no patient present when this issue was found.

Manufacturer narrative:
Correction: 510k/PMA #. If information is provided in the future, a supplemental report will be issued.